Manufacturer narrative:
There was no patient involved, thus no patient data exists. The ibm server is the device which malfunctioned, however, the server is an accessory to the officepacs system. There is no expiration date for this product. This is not an implantable device. Actual device was evaluated in the field. Initial reporter was an it engineer. This was a hardware related issue and was resolved by updating firmware. There is a potential for data loss when a server crashes, however, there was evidence of data loss with this malfunction. No event occurred. This is not a single use device. (B)(4)

Event description:
It was stated by the initial reporter that they were unable to utilize their officepacs power clients and were unable to send images to the server. After further investigation, this was a hardware issue and firmware needed to be updated. No patients were involved in the malfunction, and there is no evidence of patient data loss.